Manufacturer narrative:
(B)(6). (B)(4). This device is not approved for sale in the united states, however a like device, part number 9392508, 510k number k094025, is approved for sale in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent tlif at levels l3-l5 to treat spondylolisthesis. During surgery, the implant migrated anteriorly when surgeon was placing the cage into l3-l4. The surgeon removed the cage with an adjuster (cfn not provided), placed peek cage instead with adjusting placing angle to medial, and finished his procedure. The event delayed surgical time more than 60 minutes. The surgeon commented that he initially thought he might have broke anterior longitudinal ligament but was considering that the point he started to rotate the cage might be too lateral that might pushed the cage to anterior from the result of the event which involved no vessel damages. No patient complications were reported as a result of this event. The following day the surgeon found on x-ray image that the cage was placed too lateral, so a revision was planned on (B)(6) 2015. In the revision surgery, the peek was removed and peek was inserted at a different cite. No patient injury was reported.